Event description:
It was reported after the pipeline was deployed, the pushwire broke off while it was being withdrawn. The physician was able to retrieve the broken segment with a snare. No patient injury reported.

Manufacturer narrative:
The pushwire was returned for evaluation in two broken segments. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. (B)(4).